Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer sent a video to the medical information with a noise emanating from the device that seems to indicate a pump bearing failure. The arctic sun device was on the patient, so no further technical testing could be performed. The device was just service at the depot last month.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. The video was reviewed upon receipt and the noise issue was able to be confirmed in the video, which sounds like a pump bearing failure per troubleshooting with tech support. The arctic sun device was on the patient, so no further technical testing could be performed. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. No additional actions are needed. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer sent a video to the medical information with a noise emanating from the device that seems to indicate a pump bearing failure. The arctic sun device was on the patient, so no further technical testing could be performed. The device was just service at the depot last month.